Manufacturer narrative:
(B)(4).

Event description:
Procedure: bariatric procedure. According to the reporter: the reporting person said that during the procedure the load did not fire at all, just cut the stomach. At the time, it was used another load to solve the problem. No injury reported. No permanent damage. There was bleeding in excess, but it was not necessary to perform a blood transfusion. The surgical time was extended by 1 hour to stop the bleeding and perform the suture. The event did not prolong the hospital stay.